Event description:
It was reported that during a gastric bypass procedure, the device locked on tissue after firing. The device had to be cut out with another device. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.